Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the complete lead was returned with j stylet in lead, and helix extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the inner coil near is-1 of terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant, the right atrial (ra) lead was not successfully implanted due to placement difficulty. The ra lead experienced helix retraction issues noted after several attempts. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.